Event description:
A customer contacted beckman coulter, inc. (Bec) hotline to troubleshoot mis-loaded reagent packs that the customer was unable to remove from their access 2 immunoassay analyzer. The customer did not perform any testing on the instrument after mis-loading the reagent packs as they were immediately aware of the error. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Bec hotline assisted the customer in troubleshooting the event and all mis-loaded reagent packs were removed from the system. When improper loading or unloading of reagent packs occurs, the instrument does not detect that a wrong reagent pack has been loaded or that no reagent pack is present. User error is the root cause of this event.